Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health professional reported that during an intraocular lens (iol) implant surgery, lens would not deploy properly. Tried to reload lens and failed. No further information is expected.

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol was returned outside of the device. The device was returned loose in the carton. The lock-out assembly has been removed. The plunger is oriented correctly. Viscoelastic is dried in the device. The plunger is advanced into the nozzle tip. No damage observed to the device. The lens is returned outside of the device attached to the nozzle with solution. The product investigation could not identify the root cause for the reported complaint "lens would not deploy". The lens was returned outside of the device. Due to this, we are unable to confirm the lens and the haptic position for advancement and determine a root cause. In addition to this, plunger was observed to be advanced into the nozzle tip. If the plunger is not fully advanced, the lens may not release properly from the device. Based on the results from the product history record, the products met release criteria. There have been no other complaints for this lot. The manufacturer internal reference number is: (B)(4).